Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The 2nd degree burn on the left thigh can be explained by direct contact between the coil cable and the left thigh which induced local heating of the cable. The customer was instructed how to properly position the philips supplied padding to prevent this from occurring again.

Event description:
Philips received a report that a patient suffered a large 2nd degree burn on the left thigh during an examination with the knee coil on the right knee that required intervention.